Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:the black box and the alarm history shows multiple consecutive (B)(4) and (B)(4) alarms occurring on the reported failure date. The pump boots up with a blank screen, audible beeps and vibration. Unable to load the slave "p with a new software code due a ¿program uploading error¿. The pump was opened and evaluated, no visible defect was found to the u17 component failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release (B)(6).

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.